Manufacturer narrative:
Correction made to a2: date of birth: (B)(6) 1958. (Previously submitted as ni) additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye was performed and a broken occluder leg was observed beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unrestricted free flow through a peritoneal dialysis (pd) transfer set leaked with the twist clamp in the closed position. There was no report of patient injury or medical intervention associated with this event. No additional information is available.